Event description:
A nurse reported before intraocular lens (iol) implant procedure, the surgeon noticed that the haptic was stuck on the anterior optic of the iol. Surgeon had to remove haptic from the iol optic using two unspecified instruments. Lens was not explanted from the patient, and it was still in the eyes of the patient.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).